Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000559, serial/lot #: unk. Product ID: bi71000158, serial/lot #: unk. A medtronic representative went to the site to test the equipment. Testing revealed that the docking pins were replaced and returned to the facility for analysis. Additionally, the x-stage cover was manually repaired to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system found while uncrating the system at the site. It was reported that the x-stage cover was damaged along with the docking pin receivers due to the gantry not being docked sufficiently prior to crating and there was no patient involvement.